Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A health care professional reported that following an implantable collamer lens (icl) procedure this patient experienced a refractive surprise. In a separate visit the lens was explanted and on the same day different surgery a replacement lens of a spherical model was implanted. The replacement lens resolved the problem. Cause reported as a patient related factor. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.